Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73m1500130 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples are not closing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was received with the trigger partially engaged. One partially formed staple was received jammed in the stapler tip. No other defects or anomalies were observed. The stapler was received with 25 staples remaining in the coverblock indicating that 10 staples were fired by the end user. A functional inspection was performed by attempting to engage the stapler trigger. The trigger was engaged using hand pressure. The partially formed staple in the tip was able to form to completion. The stapler functioned with no issues found. The remaining staples in the coverblock were all fired from the stapler properly formed. No defects were found. Reference files (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of staples not closing was not confirmed based upon the sample received. The stapler returned was found to have one partially formed staple lodged in the tip. However, the trigger was received partially engaged. Upon complete engagement, the staple was able to properly form and returned was confirmed to have no visible defects and passed all functional testing performed. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
The staples are not closing. The patient's condition was reported as fine.